Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e-module for one patient. On (B)(6) 2013, the patient's hcgb result was 1014 mui/ml. At that time, it was not possible to identify a fetus on an ultrasound. The doctor requested a new sample be tested. On (B)(6) 2013, the hcgb result from the new sample was 13.76 mui/ml and it was reported outside the laboratory. The patient had another ultrasound performed and a fetus was identified. The patient's sample from (B)(6) 2013 was repeated on the initial e- module and the result was 2642 mui/ml. On (B)(6) 2013, the sample from (B)(6) 2013 was repeated on another e- module and the result was 2662 mui/ml. The patient was confirmed pregnant. There were no reports of any adverse events. The hcgb reagent lot number was 169563. The expiration date was requested but not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
The definitive root cause could not be determined. Additional information for the investigation was requested but not provided. Calibration and quality control were within specification and there was no reagent issue evident. It was noted the customer was using a secondary tube with a diameter of 13 mm or less, which is not specified by the product labeling. It was noted the customer was not using the recommended rack adaptors. It was noted there were sample probe and sample aspiration alarms around the time of the event indicating the possibility of a liquid level detector issue.